Manufacturer narrative:
The service engineer found a hole in the vacuum tubing of a detergent nozzle. He replaced the tubing and cleaned the ise flow path. The calibration, qc, and precision were completed within specification. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial na result was 158 mmol/l and was reported outside of the laboratory. The physician questioned the result. The repeat na result was 141 mmol/l and was reported as the correct result. The na electrode lot number and expiration date were asked for but not provided.